Event description:
It was reported that while using bd kiestra inoqula a gas spring failure was observed by the laboratory personnel. The user is not injured. The following information was provided by the initial reporter: " kiestra inoqula-gas spring bad taipei medical university affiliated hospital"

Manufacturer narrative:
H6: investigation: "it was reported on the bd kiestra inoqula (material # 447202 - serial # (B)(6)) that the inoqula-gas spring was bad. The field service engineer repaired the issue by replacing the gas spring. The user is not injured. If the spring was not replaced, could cause an injury. No further issues were reported, and the system was left fully operational. The issue that the inoqula-gas spring was bad was confirmed by the field service engineer. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). Design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor for trends associated with this issue. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd kiestra inoqula a gas spring failure was observed by the laboratory personnel. The user is not injured. The following information was provided by the initial reporter: " (B)(6) affiliated hospital".